Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During the inspection, olympus confirmed the reported event. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that due to stress from repeated use, external factors, or handling of the device, the image sensor unit was damaged (such as disconnection, or a part mounted on the electrical circuit board, such as integrated circuit chips and capacitors, was broken) could cause the event "no image." The event can be detected by following the instructions for use which state: "chapter 3: preparation and inspection, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the intended procedure was a therapeutic hernia.

Event description:
It was reported that the videoscope had no image. The issue occurred during preparation for use. The procedure was completed with a similar device and there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.